Event description:
Surgeon reported via our sales rep, that he was conducting a surgery procedure. During inserting, both screws broke off at the tip. Another one was used to complete the surgery.

Manufacturer narrative:
Same patient event as MDR 8031020-2009-00104.